Manufacturer narrative:
(B)(6). Patient weight is not available for reporting. Exact date of event is unknown. Additional device product code used ¿ hwc. (B)(4). Exact date of implant is unknown. Implanted in (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent revision surgery of sternal titanium plates. The patient had previously been revised to the sternal plates from a sternal zipfix back in (B)(6) 2015 but recently suffered from pneumonia and fractured his sternum again from coughing. When they opened the patient the plate was intact but it was found that a screw had completely come through the plate. It appeared that it had gone through a hole that had been contoured during the previous surgery. The patient was revised with a new plate and screw. The surgery was completed successfully with no reported delay. Concomitant devices reported: screws (part # unknown. Lot # unknown, quantity 11). This report is for one (1) sternal locking screw. This is report 2 of 2 for (B)(4).